Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was unable to communicate with the geometry pc while being started up before a scheduled procedure. This resulted in the system not being able to complete the startup sequence. After several reboots, the system was returned to working order and the scheduled procedure could begin. A philips service engineer inspected the system onsite and confirmed a malfunction of the geometry pc. The geometry pc and the ethernet switch were replaced to resolved the issue, and the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system did not shut down the day before. The complaint device was restarted several times before it regained functionality and the scheduled examination was able to be performed. The system was not in clinical use at the time that the event was discovered. No harm has been reported. Philips has started an investigation of the complaint.